Event description:
Spontaneous contact: patient stated tubing were not working well for the patient and he had to change it a few times. No other information known. No side effects or symptoms reported. Defective product is not available. Reported to (B)(6) by pt/caregiver.